Event description:
Pump declared alarm 20 during operation, indicating a malfunction. Customer declined to answer if blood glucose exceeded 500 mg/dl, leaving impact on blood glucose level unclear. Cts assisted in loading a new cartridge but alarm recurred, preventing resumption of insulin therapy. Cts decided to replace pump and instructed customer on pump storage and return process. Customer transitioned to mdi for insulin delivery during the interim, and pump replacement was arranged with confirmed shipping details.